Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported downstream occlusion, which was not reproduced. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause of the condition could not be determined. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.